Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed in section h-4 is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading on heradc freestyle libre sensor compared to a reading obtained on the built-in reader. A sensor reading of 262 mg/dl was obtained and compared to a built-in result of 113 mg/dl. Customer did not experience any symptoms and reported self-injecting glucagon "to prevent a hypoglycemic episode". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor plug was seated correctly. Sensor plug assembly was removed and visually inspected and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination.) Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a high reading on heradc freestyle libre sensor compared to a reading obtained on the built-in reader. A sensor reading of 262 mg/dl was obtained and compared to a built-in result of 113 mg/dl. Customer did not experience any symptoms and reported self-injecting glucagon "to prevent a hypoglycemic episode". No further treatment was reported. There was no report of death or permanent injury associated with this event.